Event description:
New information received: noise was determined to be myopotential oversensing. Programming changes were made. Defibrillation threshold testing was not performed due to patient having dementia and is do not resuscitate.

Event description:
It was reported that when patient presented in the hospital after receiving shock and therapy for noise on the lead, upon review of the session records noise and inappropriate high voltage therapy was observed on the lead. Device therapy was disabled per physician¿s request and lead replacement was scheduled. Patient has dementia and is dnr (do not resuscitate) and the family is unsure on what resolution to take. No further information available.